Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement test, idle current test, run current test and error test. No unexpected failed batt test alarm noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, stained back address label and minor scratched lcd window.

Manufacturer narrative:
Insulin pump passed the displacement test, idle current test, run current test and unexpected restart error test. No unexpected failed battery test alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. The customer¿s blood glucose level was 119 mg/dl. The customer reported that the pump alarmed failed battery test. The customer advised that the pump needs to be replaced. The customer advised to revert to a healthcare professional¿s back up plan. The insulin pump will be returned for analysis.